Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Inspection by the repair department found that an error occurred because no lamp was installed. This was likely due to the fact that lamp was left behind when repairs and inspections were conducted by users or third parties. It is likely that the product had been in use for more than ten (10) years since it was manufactured, and that the battery had exceeded the expected life, causing the battery to run out and the setting not retained. It is also likely that the button became inoperable due to the aging failure of the front panel unit due to long-term use.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty battery. The battery was low and would not save the settings. There was heavy corrosion on the chassis, top cover and the rear panel was deformed. The video connector pins were also corroded. The front panel buttons were not working and there was an error due to no lamps being installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus, when the video system was turned on, it would provide an error. The bulbs were changed. There was something wrong with the processor, as the system was not holding the setting. The issue was found during preparation for use. No patient harm reported.